Manufacturer narrative:
Per the initial report, the vascade mvp device performed per specifications. The device was not returned for physical investigation. The complaint reports an infection. There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices.

Event description:
The patient had 4 access sites that all utilized the vascade mvp device for closure. All 4 of the deployments went well and final hemostasis was achieved with the vascade mvp devices. One of the sites developed a 4 cm x 4 cm hematoma which was pressed out. The next day patient developed necrotizing fasciitis and a fasciotomy was performed. Patient became septic. It is noted that patient had a history of peripheral vascular disease, but the doctor did not have issue gaining access to the veins. Additional information received on (B)(6) 2020: patient passed away.